Manufacturer narrative:
There are previous complaints on the device not related to the issue. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump failed the ground resistance test. The value is0.5-ohm, it greater than the standard rate 0.10-ohm. Consequently, it necessitated replacing the "power filter module" to address the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/08/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have failed the ground resistance test. The value was 05-ohm, it was greater than the standard rate 0.10-ohm. No report patient was involved.